Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient having spinal therapy for an indication of stenosis. It was reported that the patient presented worsening of lower back pain which radiates to the right hip. She has an odi of 27% at last clinic visit. Her back is tender to palpation over the right si joint. Action type: diagnostic - CT without contrast. Action result: adequate instrumentation with possible bilateral l4 screw halow. Action date: (B)(6) 2025. Action type: diagnostic - MRI without contrast. Action result: l1-l3 degenerative disc disease with left paracentral disc bulge with bilateral foraminal stenosis. L3/4 facet cyst noted. L4-s1 post-op changes. Action date: (B)(6) 2025. Outcome status: not recovered/not resolved. Site seriousness assessment: severity of ae - moderate. Site related assessment: not related to capstone peek spinal system implant and tlif grafting material and possible related to posterior supplemental fixation system and study procedure (adjacent segment disease). Sponsor assessment: sponsor assessed the event as possible related to tlif procedure and posterior supplemental fixation system and not related to tlif grafting material and ib fusion device. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. Outcome status: recovered/resolved. Outcome date: on (B)(6) 2025. Surgical treatment: yes. Add surgical proc date: 12: on (B)(6) 2025. L2 pelvis arthrodesis. Add. Surg levels involved - 12: l2-l3, l3-l4, l4-l5, l5-s1. The additional surgical procedure involve an explant related to the study procedure - 12. Cause of explantation - 12: pseudoarthrosis and adjacent segment disease. Findings for explantation - 12: pseudoarthrosis and haloing of screws l3/4 facet cyst. Patient underwent l2 pelvis arthrodesis on (B)(6) 2025. Site related assessment: the event is possible related to capstone peek spinal system and tlif grafting material and causally related to procedure (adjacent segment disease). Add. Surg 2 is causally related to capstone peek spinal system, posterior supplemental fixation system, tlif grafting material and study procedure (tlif). Sponsor assessment (oc muo): cec adjudicated and sponsor assessed as causal related to tlif procedure and posterior supplemental fixation system and possible related to tlif grafting material and ib fusion device.